Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2026, the patient had a routine battery replacement. Shortly after the replacement, the left temporal (non-mesial) cortical lead showed a flat signal. On (B)(6) 2026, the patient had an additional surgery to reinsert the lead into the connector area.